Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a high blood glucose reading of 706 mg/dl. The customer had been vomiting prior to being admitted. The customer was then transferred to another hospital with a blood glucose reading of 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. A button error was found in the alarm history. The insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump would be replaced due to the button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.